Manufacturer narrative:
As no details (facility, address, lifter serial number, etc.) Were made available, examination of the product is not possible. The alleged statements in the report received cannot be investigated until full details are made available. Therefore, the MFR cannot make any conclusions at this stage. A complete investigation will only be carried out when sufficient details to conduct such an investigation are made available.

Event description:
The report was received through FDA's medwatch program and forwarded to arjo for review. It stated an event occurred wherein a spirol pin that supported the hanger bar sheared and resulted in an injury to the pt. Injury and treatment details were not provided.